Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician tried to gain access to the patient's common bile duct during the rendezvous procedure but they could not pass the guide wire through the stricture and it kept going toward the hilum. The patient had a distal biliary obstruction with a common duct diameter of around 12 mm. They tried to put the stylet back into the cannula to make the hook straight again before removing it but was unable to insert cannula to the end. The cannula would not go back into the device and they could not remove without the tip being hooked. The incident occurred on first pass. Ercp (endoscopic retrograde cholangiopancreatography) was attempted just prior to the rendezvous attempt, but ercp cannulation had failed. The physician also attempted to use a 90 degree access device, the guide wire inserted but it again kept going into the hilum. The guide wire was removed and the stylet was re-inserted prior to the removal of the 90 degree catheter. At no point did the guide wire successfully make the turn and proceed antegrade. There was no immediate complications noted. A CT scan was performed the following day as part of pancreatic ca staging, and biliary leak was identified. The leak was pretty big and they performed an ir (interventional radiologist) guided percutaneous drain. There were no other relevant comorbidities were reported and no abnormal anatomy or scope tortuosity was present. The physician suspected that the leak was related to multiple attempts and since system was still pressurized without drainage of obstruction at the end of procedure. The rendezvous procedure was not completed. There was no fracture/detachment of the cannula during this case. There was no user harm.